Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are lot 0117238w, expiration date 09/28/2018; lot 0113744w, expiration date 09/08/2018. These parts are not approved for use in the united states; however a like device catalog # 8670855, 510k # k000453 was cleared in the united states. The manufacture date for lot 0117238w is 10/16/2010; the manufacture date for lot 0113744w is 10/15/2010. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a min-invasive spinal procedure at l4/5, the set screw could not be broken off at l4. A small incision was added and broken off set screw was able to be broken off. The case was completed without any further incident.